Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was an allegation of visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was an allegation of visualization of particles. There is no allegation of serious or permanent harm or injury. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted to communicate this information. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.